Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed, the device would intermittently not power up and when powered up, the device had no display. Complainant indicated that there was no patient involvement in the reported malfunction.